Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that post op colectomy procedure, there was an abscess noted. The staple line leaked and may have caused the abscess. This was a reoperation. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.